Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(4), ubd: unknown, UDI#:. This event took place is (B)(6). A medtronic representative visited the site to evaluate the equipment. It was found that localizer is not connecting intermittent. Hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the localizer was intermittently not connecting or tracking instruments. The suspected cause of the intermittent tracking was that the scu unit malfunctioned. This was reported outside of a procedure, pre-operatively. There was no patient involved. Additional information was received. It was reported that the localizer did not connect. It was noted that "information got in camera details."